Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.